Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: pump error 130 during rewind. P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 130 alarm noted during testing. However, during alarm detail review unit recorded pump error 130 on (B)(6) 2021 at 2:40pm. No similar alarms were recorded around event date. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. Unit received with cracked keypad at select button. In conclusion no pump error alarm 130 was noted during testing. Unit may have had an intermittent failure not detected during our testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer performed the self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.